Event description:
It was reported air found in clear portion of PICC line noticed by rn two weeks in a row... Patient on a break from chemotherapy so not being accessed by anyone other that the nurse changing the dressing weekly. She aspirated the air out the first week she noticed it but the PICC line returned with more trapped air the next week. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.